Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead displayed noise on the pacing system analyzer (psa), and pacing was not possible. After changing position of lead, changing the cable, changing the psa and connector tool, the decision was made to implant a new rv lead. Upon removal of this rv lead it was noted there was difficulty retracting/extending the helix. There were no adverse patient effects reported.